Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit securely. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigation. The alleged ¿intermittent power¿ issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.